Event description:
The patient's device was returned to the manufacturer after it was explanted in 2008, due to cholesteatoma and posterior canal wall erosion. There are no further plans for reimplantation.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.